Event description:
It was reported that the device battery had allegedly prematurely depleted. The device is pending explant to resolve the event. The patient was stable with no adverse consequences.

Event description:
It was reported that the device battery had allegedly prematurely depleted. The device was explanted and replaced to resolve the event and the patient was stable with no additional adverse consequences. Exhaustive attempts were made for a product return and at this time, the device is considered to be lost in transit. Should it be received in the future, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of over-sensing. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the device battery had allegedly prematurely depleted. It was clarified from the field that the original information was incorrect and this device had not been explanted. The patient and physician elected to postpone an explant procedure and device data was forward to technical services for review. It was noted that several episodes of over-sensing resulting in inappropriate mode switches had occurred. Technical services confirmed the power consumption of the device was increasing and recommended explant within 90 days. The device was explanted and replaced to resolve the event and the patient was stable with no additional adverse effects reported. The device was received for analysis.

Event description:
It was reported that the device battery had allegedly prematurely depleted. It was clarified from the field that the original information was incorrect and this device had not been explanted. The patient and physician elected to postpone an explant procedure and device data was forward to technical services for review. It was noted that several episodes of over-sensing resulting in inappropriate mode switches had occurred. Technical services confirmed the power consumption of the device was increasing and recommended explant within 90 days. At this time, the device remains implanted and in-service. No adverse patient consequences were reported.

Manufacturer narrative:
This report is being filed to correct information in b1, b2, b5, d6, e1, and h1.

Manufacturer narrative:
This report is being filed to correct information in b1, b2, b5, d6, e1, and h1.

Event description:
It was reported that the device battery had allegedly prematurely depleted. It was clarified from the field that the original information was incorrect and this device had not been explanted. The patient and physician elected to postpone an explant procedure and device data was forward to technical services for review. It was noted that several episodes of over-sensing resulting in inappropriate mode switches had occurred. Technical services confirmed the power consumption of the device was increasing and recommended explant within 90 days. The device was explanted and replaced to resolve the event and the patient was stable with no additional adverse effects reported. The device was received for analysis and is currently undergoing investigation. Once analysis is complete, this record will be updated.